Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up, the atrial lead exhibited noise and was reproducible with arm movements. The lead remained implanted per physicians request. The patients condition was good.

Event description:
New information indicated that the lead continued to exhibit noise, which led to inappropriate mode switches. The physician determined that intervention was not necessary. The patient was in good condition and would continue to be monitored.